Event description:
A report was received that the patient was experiencing intense pain at the ipg site after a computed tomography scan. It was noted that the area was swollen. The patient used heating pad and was prescribed pain pills. The patient turned the stimulator off and was reportedly doing well. No further information could be obtained.